Event description:
It was reported to boston scientific corporation that an endovive safety peg kit pull method was used during an esophagogastroduodenoscopy (egd) with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, when the physician was pulling the peg tube through the stoma, the loop at the end of the peg tube broke. The peg tube was removed through the patient¿s mouth. The procedure was completed with a new endovive safety peg kit pull method. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4) loop wire at the end of peg tube broke. According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.